Event description:
It was reported to boston scientific corporation that an obtryx ii system halo was implanted during a transobturator tape midurethral sling, anterior repair, sacrospinous colpopexy, and cystoscopy procedure performed on (B)(6) 2017 for the treatment of urinary incontinence and apical prolapse. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, the date the sling was implanted, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: dr. (B)(6), (B)(6) hospital australia. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.